Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient was unable to reduce her blood glucose level despite changing the infusion site and administering a correction dose. Upon removal, the cadd cleo infusion set cannula was found to be bent. The patient's blood glucose increased to 388 mg/dl, and a manual insulin injection and another infusion set change were required. There was patient involvement and no patient harm.